Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by lever assembly damage. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events in which the device ran without user activation. (B)(4) reported events had no patient involvement; no patient impact. (B)(4) reported event had patient involvement; no patient impact.